Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: posterior fusion. The tip of the screw driver sheared off when the surgeon was inserting the screw. The tip fell into the patient and the surgeon removed it using forceps. Used same like product to proceed with the procedure. No delay in surgery. No adverse event to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
(B)(4). The expedium dual innie quick-connect polyaxial screwdriver [product code: 2797-22-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. Device met hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.